Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) failed the all manifold, pim section, 4th test, safety disk membrane test. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) confirmed the safety disk leak test was out of range and that the safety disk was faulty. The fse replaced the safety disk. The unit passed all functional and safety tests. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective safety disk. The issue was resolved by replacing the malfunctioning safety disk. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned for evaluation. Therefore, no root cause evaluation can be performed. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following part associated with this complaint: sn: (B)(6) safety disk this part was received with a reported unit failure message of safety disk leak test failure. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. Performed all manifold leak tests and the failure analysis and testing department was verified membrane leak tests fails with result of 16mmhg, the factory specification is +-6 mmhg. Safety disk failed testing. Retaining safety disk in the fat dept. As per procedure.

Event description:
N/a.